Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and phone support details. Issue did not return during following cases. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue did not return in the following cases. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported that the monopolar curved scissors (mcs) instrument lost control. The surgeon's hand was on the master tool manipulator (mtm) and the head was in the viewer. It was noted that the surgeon was not moving the right mtm and the mcs instrument in universal surgical manipulator (usm) 4 moved across the screen. The customer proceeded with the case without replacing/reseating the instrument. The procedure was completing as planned with no reported injury.